Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that the bios settings were wrong and the mvs software was corrupt. The system was functional after re-installing the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site's o1 mvs monitor is black. No patient present. No delay.